Event description:
Customer called to report high blood glucose. Blood glucose reading was 250 mg/dl. The customer stated that when the insulin was running low it would not travel through the tubing and cause hyperglycemia. Customer had symptoms such as excessive thirst, excessive urination and fatigue. The customer had treated the high blood glucose with the insulin pump. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).